Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the programmer stylus skipped on part of overlay. Overlay/bezel assembly found out of electrical specification. Analysis also found the power supply was noisy and the system fan was intermittently noisy. Concomitant medical product: product ID: 229047, analyzer. (B)(4).

Event description:
It was reported the pen was having issues with certain parts of the screen. New pen and calibration was done and this did not resolve the problem. The programmer was returned for repair. There was no patient involvement.